Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead failed to pace. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies to the outer insulation. X-ray examination of the lead found the inner coil to be over-torqued at the connector region. Electrical testing did not find any indication of conductor fractures. Internal shorting was found due to an over-torqued inner coil at the connector region consistent with procedure damage. The cause of the reported event was due to internal shorting of the lead from an over-torqued inner coil at the connector region, consistent with procedure damage.